Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. During the coronary intervention, the right coronary artery was dissected from the origin the to mid section. During support, the impella 2.5 was not performing optimally with only 0.5lpm flows and irregular waveforms while the patient was receiving chest compressions. It was recommended to the medical team to replace the pump with either a new 2.5 impella or to escalate to an impella cp. Due to the patient's heavily calcified femoral and iliac arteries, the physician opted to replace the existing 2.5 pump with a new 2.5 impella. The second impella 2.5 had optimal flows for 10 minutes. The patient was reportedly completely unloading and non-pulsatile at 1.5 lpm and below, which the physician attributed to right ventricle heart failure. The decision was made to send the patient to the ICU as they were hemodynamically stable at the time, however during transport the patient's pressures dropped and never recovered. The patient expired within 15 minutes of arriving at the ICU.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two medical device reports associated with the event. Refer to initial medwatch with date of report 24-nov-2024 for pump 2 impella 2.5 serial number (B)(6). This report is being filed as part of a retrospective review of historical records.